Event description:
Report received that the "high pressure tubing blew apart at the med rad syringe during injection". Customer reports that during a cardiac catheterization procedure the high pressure tubing "exploded off the end of the injector syringe," splattering dye. The physician was able to disconnect that portion of tubing from the set up before any air was able to enter the system. The left ventricular study portion of the catheterization procedure had to be aborted; however, the physician reported that enough info was obtained from the previous views so the procedure did not have to be repeated. The pt did not experience any adverse effects.